Event description:
The hcp reported a motor stall of 59 minutes in late 2007, due to MRI or other medical procedure. The review of the telemetry strips indicate additional motor stalls on three months prior to original date, for 59 minutes and the following month for one hour five minutes. A volume discrepancy greater than 25% was also noted at the patient's last refill. The erv was 4.0 ml while the arv was 39.5 ml. It was confirmed by the hcp that during the refill good access and negative pressure were obtained and all volume of the drug was aspirated from the reservoir. The drug, concentration and dose of the drug in the patient's pump was not reported. The patient experienced an increase of baseline pain. Additional information received from the hcp reported that the patient's pump flipped multiple times which resulted in catheter occlusion. A catheter dye study was performed in early 2008, but no results were reported. The patient's catheter was revised. The patient outcome was reported as no injury. Reference MFR report #3004209178200800893.

Manufacturer narrative:
.